Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was located in the mildly calcified mid right coronary artery. The lesion was pre-dilated. A 2.75 x 48mm synergy xd drug-eluting stent was advanced without resistance over a non-boston scientific guidewire for treatment. Upon attempting to deploy the stent, it was noted that that it was losing pressure at 7 atmospheres for 5 seconds and the stent failed to deploy. There was blood return in the inflation device. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon was failed to inflate and was not ruptured as what previously reported.

Manufacturer narrative:
H6: device codes: corrected from material rupture to inflation problem.

Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was located in the mildly calcified mid right coronary artery. The lesion was pre-dilated. A 2.75 x 48mm synergy xd drug-eluting stent was advanced without resistance over a non-boston scientific guidewire for treatment. Upon attempting to deploy the stent, it was noted that it was losing pressure at 7 atmospheres for 5 seconds and the stent failed to deploy. There was blood return in the inflation device. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.